Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
The patient was placed on power module with an ungrounded cable. The issue did not resolve. Log file review showed 2 pump stops and 4 low speed advisories on (B)(6) 2022 and (B)(6) 2022. The patient underwent a driveline repair on (B)(6) 2022 without issue.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had 2 low speed advisories. The patient was admitted on (B)(6) 2022 with a nosebleed and treated with 2.5mg of oral vitamin k. On (B)(6) 2022 the patient was given 1 mg of coumadin and 1 unit of blood. The log files captured speed drops on (B)(6) 2022 at 10:51 and (B)(6) 2022 at 11:50 while on the mobile power unit ((B)(6) 2022).

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed low speed operation and pump stop events; however, evaluation of the returned portion of the driveline from (B)(6) did not find damage that could have contributed to the events seen within the log files. Based on past experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, the log file findings could be indicative of an issue with the driveline; however, a specific cause for these events could not be conclusively determined through this evaluation. Additionally, a direct correlation between the device and the reported event of bleeding could not be conclusively established through this evaluation. The submitted log files contained data from 25mar2022 through 12apr2022. Low speed operation events were captured on 29mar2022, 30mar2022, 09apr2022, and 10apr2022. The low speed operation events on 29mar2022, 30mar2022, and 09apr2022 were associated with low speed advisory alarms. The low speed operation event on (B)(6) 2022 was associated with low speed advisory and hazard alarms and was followed by a pump stop. The patient was operating on their mobile power unit during all abnormal pump operation. Based on previous complaint experience, the type of behavior captured within the submitted log files could be indicative of a potential driveline issue. A distal end driveline replacement was performed on (B)(6) 2022 under work order #(B)(4)and approximately 18.5¿ of the external portion of the driveline was returned for evaluation. A separate portion of the silicone jacket from the proximal end of the driveline was also returned and measured approximately 4¿. There was rescue tape present on this portion of silicone jacket, approximately 19-20¿ from the controller connector. The rescue tape was removed and damage to the underlying silicone jacket was observed approximately 19.5¿ from the controller connector, consistent with the reported event of a slit in the driveline. A specific cause for the silicone jacket damage could not be conclusively determined through this evaluation. Electrical continuity testing of the replaced portion of driveline in its returned condition revealed no discontinuities or shorts, even with manipulation of the driveline segment. Microscopic examination of the underlying wires did not reveal any breaches. The wires were submerged in a saline bath solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any areas of current leakage. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate ii lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) and driveline, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of the IFU, ¿introduction¿, lists bleeding as an adverse event that may be associated with the use of the heartmate ii lvas. Section 6, ¿patient care and management¿, contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. This section also discusses wear and tear to the driveline, contains information on ¿caring for the driveline¿, and provides possible indications of driveline damage as well as how to respond to such events. Section 8, ¿equipment storage and care¿, also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. Section 7, ¿alarms and troubleshooting¿, addresses all system controller alarms (including low speed and pump off alarms) and how to respond to such events. The heartmate ii lvas patient handbook, rev. C, is also currently available. The patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii left ventricular assist device (lvad) drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. Additionally, the patient handbook outlines proper driveline maintenance. If driveline damage is suspected, the user is instructed to call their hospital contact immediately. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: a visual inspection of the driveline showed an area of rescue tape approximately 4 inches from the driveline exit site. The rescue tape covered a slit on the driveline that the patient tried to superglue shut. During the driveline repair on (B)(6) 2022, a cut was made into the silastic layer just above the rescue tape, approximately 3.5-4 inches from the exit site, and the bionate layer was removed. The shielding appeared relatively intact, though noticeably worn in some areas. The green, brown, and orange wires were spliced and swapped over to a new driveline without incident.